Event description:
Procedure type: hemicolectomy. According to the reporter: 1st and 2nd firings with egia60amt were performed without problem. At the 3rd firing for side-to-side anastomosis, the staples on the distal end of cartridge were not fired properly and the tissue got caught in the cartridge. The surgeon commented the handle could not be squeezed at the last squeeze of 3rd firing. Tissue damage was caused upon removing the device forcibly. Using another 4 egia60amts, anastomosis was performed again. The procedure was converted into open surgery. There was no bleeding reported in excess of 500cc. There was tissue damage and unanticipated tissue loss.

Manufacturer narrative:
(B)(4).